Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during preventive maintenance done be getinge fst, the cardiosave intra aortic balloon pump (iabp) failed drive regulator calibration. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) observed that the spare parts were tested later. On (B)(6) 2024 the compressor scroll set was tested for replacement. The machine was found to be able to operate normally. Drive regulator calibrations passed the factory standard. The compressor scroll set price will be offered later. On (B)(6) 2024 change the parts according to the work order scroll compressor (d119-00-0236) 1 set update the software d.01 test the overall operation machine start-up hours 3,304 hrs. Machine operating hours 3,192 hrs. It is time to change the compressor, scroll duty cycle 8,304 hrs. More than 3 gfe completed, fse waiting for the customer to approve the purchase order for parts. As of now we are closing this investigation in future if any update is there or response received from customer, will reopen and update the investigation.

Event description:
N/a